Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The two twist drills were visually evaluated and found to show signs of use. Neither twist drill appeared to have the appropriate color band per the prints. The non-conformance database was reviewed for these products; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding the paint peeling off for this item# 01-7142, vendor lot# 554328. The most likely underlying cause of the complaint could not be determined. It is possible that the paint peeled off as a result of improper cleaning and sterilization or being reused. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00257, 0001032347-2020-00258. Concomitant medical products: 1.5mm system twist drill with j notch 1.1 x 50mm, 5mm stop, part# 01-7142, lot# unk 2.0mm system twist drill with j notch 1.5 x 50mm, 7mm stop, part# 01-9193, lot# unk the user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient retained a foreign body after paint flaked off of drill bits. After drilling the holes, the surgeon noted the paint on the drill bits was missing. Some but not all of the peeled paint was located in the suction tank. No additional patient consequences have been reported.